Event description:
Related manufacturer reference number: 1627487-2022-06967. It was reported that patient underwent an unrelated surgery where both of patient's ipgs were not placed into surgery mode. Subsequently, the patient had trouble connecting to the ipgs. An abbott representative was able to successfully recover the thoracic ipg, restore therapy and resolve issue. Several attempts were made to troubleshoot and restore the cervical ipg to no avail , in turn, surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
It was reported to abbott, a patient¿s cervical ipg was inoperable. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The issue was resolved with replacement of the cervical ipg. There were no complications and effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.